Manufacturer narrative:
The device was not returned; therefore, a physical investigation of the device could not be performed. Based on the information provided and no returned device for physical investigation, the cause of the reported failure to achieve hemostasis, hematoma, and popliteal occlusion could not be conclusively determined. The physician's assessment was that the occlusion was caused by a misdeployment of the mynx sealant, however, without source documents or the material to perform a chemical analysis of the composition, this could not be confirmed. Additionally, based on the information provided, the material was not sent to pathology. The reported failure to achieve hemostasis necessitated manual compression, and the patient reportedly developed a hematoma. Additionally, this was a left and right heart catheterization however, no information was provided in regards to the venous access or closure. It is unknown if the hematoma was arterial or venous. Hematomas are anticipated complications of catheterization procedures, regardless of the use of closure devices. They can also occur with manual compression. It was reported that heparin and integrilin were administered peri-procedure. Per the mynx instructions for use (IFU), the safety and effectiveness of the mynx have not been established in patients who are currently receiving glycoprotein iib/iiia platelet inhibitors. A review of the lot history record (lhr) was not possible as the lot number of the device was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(6) 2010 that a female patient underwent a coronary intervention on (B)(6) 2010. Access was obtained at the right groin via a 6f sheath. Heparin and integrilin were administered peri-procedure. A femoral angiogram revealed stick location at the right mid-femoral head with a common femoral artery (cfa) size suitable for closure. There was no evidence of peripheral vascular disease (pvd), calcium or dissection. A 6f femoral venous access was also present. It was mentioned to the aci sales professional by hospital staff that the venous sheath was in very close proximity to the arterial sheath. The mynx was used for femoral arterial closure following the procedure. The radiology technician, a trained user of the mynx, deployed the device and reported no complications during deployment however, upon retracting the sheath, lack of hemostasis was evident and the device was removed per normal technique. The patient was then converted to manual compression. The staff reported extreme difficulty obtaining hemostasis for over an hour until the venous sheath was removed. The patient experienced a large hematoma (greater than 6cm). The patient then experienced a diminishing pedal pulse on the right side as well as right leg pain as the night went on. A vascular surgeon was consulted and the patient was sent to surgery for acute ischemia of the right lower extremity following a heart cath. A thromboembolectomy of the iliofemoral segment and the femoropopliteal segment was performed. Selective catheterization of the popliteal artery with a thrombectomy of the anterior tibial, posterior tibial and peroneal vessels under fluoroscopic guidance was also performed. The operative report stated that upon inspecting the thrombus to be removed, they found that the "plugs" put in to stop the bleeding of the femoral artery had migrated into the artery and traveled down to occlude the popliteal artery which they subsequently removed. The patient tolerated the procedure well and was sent to recovery in stable condition. The patient was hospitalized for a few days and was discharged (exact date unknown) without further clinical sequela.